Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 with smartassist was placed via direct left surgical aortic access in a 60-year-old male patient undergoing high-risk elective coronary artery bypass graft surgery. The patient was classified as scai stage d and was receiving inotropic support, vasopressors, and respiratory support via mechanical ventilation. The impella 5.5 was initially positioned in the left ventricle with the inlet facing the apex. During the procedure, the device flipped and oriented toward the mitral apparatus. During an attempt to reposition the device, a left ventricular perforation was reported. The provider repaired the left ventricle, and the impella 5.5 was repositioned and torqued to face the apex. The patient experienced vessel perforation, surgical intervention, and device repositioning. Based on review of the available information, the reported events were attributed to procedural and patient-related factors, including surgical manipulation, large-bore access, and critical illness. Review did not identify evidence suggesting a causal relationship between the impella 5.5 with smartassist device and the reported events. The patient expired.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant further reported the following upon request: '1. Patient expired while on support due to other medical complications. 2. Product is not available for return. Device was left with patient when they expired.'

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a24 was erroneously entered on the initial manufacturer device report

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Patient device interaction problem/vessel perforation: the cause of the issue was most likely unintended use-related since the issue occurred during reposition of the flipped device. Device history review: the device passed all post sterile inspection checks.